Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure conducted at the user facility the tips of the bone reduction forceps fractured. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the tips snapped off could be confirmed. The fracture surfaces of the remaining parts of tip #1 and tip #2 show intercrystalline ductile forced ruptures due to mechanical overload. The grooves found at both tips can be tied back to a metallic instrument (e.g. Another forceps, pliers) when it was tried to further bend/tighten the device, eventually resulting in a breakage of both tips. This is also supported by the event description where it was stated that ¿the facility would bend the tips of the forceps in order to make them a better fit¿. Therefore, based on the grooves on the tips of the device, the fracture surfaces and the details in the event description, the root cause for the breakage can be tied to a user related forced rupture. Indications for any manufacturing, material or design related problems were not determined in the investigation. Therefore no preventive and/or corrective action is required at this time.

Event description:
It was reported that during a procedure conducted at the user facility the tips of the bone reduction forceps fractured. No delay, no medical intervention and no adverse consequences were reported with this event.